Event description:
The iab was inserted into the pt on 5/12/97. On 5/15/97, the iabp console alarmed "iabp gas loss". The iab was refilled and restarted. The iabp functioned approx two minutes but the alarm sounded again. All connectors were rechecked, the helium tank was rechecked, the iabp was refilled and restarted. The alarm sounded again, and as connections were rechecked, blood was found in the iabp gas line. Iabp was turned off and the iab was removed. As a result of the event, the pt's hospitalization was prolonged. (Event complications: prolonged hospitalization - reported 10/10/97.) (Pt's current status: unk - rpt'd 10/10/97)